Event description:
It was reported that bd pca set had foreign matter the following information was received by the initial reporter with the following verbatim it was reported by customer that multiple bags within each case had a greasy/oily residue on the inside.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported oily/greasy residue on the syringes, and returned photo evidence of the issue. The photos are of material 8881135609, lot 2432405464. Upon initial visual examination, the sets verified the failure, and the complaint of foreign matter is confirmed. The customer reported finding the issue and rejecting 100% of cases received of this product, for 32 cases in total. The supplier of the syringes has been notified and a case has been created to address the issue. The supplier also handles the device history record review for this product.